Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, there were two lenses which were scratched but left in the patient's eye as the damage was deemed less severe. The tech was in the room and the lenses were loaded just before implantation. Company injector was used for the surgery. Additional information has been requested. There are six files associated with this report. This is 5 of 6.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.